Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2022. Due to hospital policy, no further information was provided. Device will not be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. Whether the outcome was device or therapy related was not provided. The device will not be returned for analysis. Due to hospital policy, no further information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04nov2016 no further information was provided. The manufacturer is closing the file on this event.